Event description:
A hook plate (from another manufacturer) and an acumed acusinch clavicle repair system were implanted in the patient on (B)(6) 2020. The patient experienced swelling of the wound and debridement was performed once near the anchor. The hook plate was removed via revision surgery on (B)(6) 2021. The acusinch implant anchor was not removed during this surgery.